Manufacturer narrative:
A specific root cause could not be identified. Most likely there was an operator handling issue as the performance improved after the maintenance actions. An instrument malfunction was excluded.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable ion selective electrode (ise) results after the set points for the ise standard high 2 were changed. The customer ran qc and performed a correlation study by repeating testing for 20 patients that had previously been reported. She found the results for the qc and patients were much higher. Before the customer had evaluated the results of the study, she had tested a few patient samples and reported out the results. The customer changed the set points back and repeated testing. Of the data provided for 17 patient samples, only the results for five were discrepant. Patient sample 1 initial sodium result was 140 mmol/l and the repeat result was 134 mmol/l. Patient sample 2 initial potassium result was 4.3 mmol/l and the repeat result was 3.8mmol/l. Patient sample 3 initial potassium result was 4 mmol/l and the repeat result was 3.5 mmol/l. Patient sample 4 initial potassium result was 4.2 mmol/l and the repeat result was 3.7 mol/l. Patient sample 5 initial sodium result was 149 mmol/l and the repeat result was 142 mmol/l. The repeat results were believed to be correct and amended reports were sent out immediately. There was no adverse event. The sodium and potassium electrode lot numbers and expiration dates were requested, but were not provided. The field application specialist assisted the customer with conditioning the electrodes and provided additional training. Assay performance was within specification.